Manufacturer narrative:
Additional information received indicated the product was received by the company at an international site, and was shipped to a different site for analysis; however the product has not been received at the site to perform analysis. The current device location is unknown and an investigation is ongoing to locate the device.

Manufacturer narrative:
(B)(4).

Event description:
Upon additional review, the following event information has been removed: the manufacturer representative noted they will let the physician know about the fluid short (meaning there was fluid in the header of the neurostimulator (ins) or in the extension connector).

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
The patient reported via the company representative (rep) six months later that the extension was replaced. The patient still felt the electricity through the implantable neurostimulator (ins), but no more along the extension. Replacement of the ins was decided by the health care provider (hcp). It was unknown if the issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The rep reported a month later that no device issues were noted during the ins replacement. The cause of the patient feeling electricity through the ins was not determined. No diagnostics or troubleshooting was done. It was not known if ins replacement resolved the issue. The patient outcome was not known. Therapy was effective but had to stop the device after hours stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) further reported that the surgeon didn&#38176;plan the procedure at this time. The patient does not use stimulation.

Manufacturer narrative:
(B)(4).

Event description:
The consumer, stimulated with pns (peripheral nerve stimulation), reported (via the manufacturer representative) that he felt electric current along the extensions and through his stimulator. This occurred three days prior to the report. The therapy was effective, but the patient could not hold the "side effect". The impedence's were checked and were normal. There was "any inflammatory signs". The stimulation intensity was very low (0.3 volts). When the device was turned off, the patient did not feel the electrical current anymore. The manufacturer representative noted they will let the physician know about the fluid short (meaning there was fluid in the header of the neurostimulator (ins) or in the extension connector) and he will take appropriate action in accordance with the patient. The issue was not resolved at the time of the report and there was no surgical intervention that occurred, nor was one planned. Information regarding the event had been requested, but was not available at the time of the report. A follow-up report will be sent should additional information be received.